Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2003, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 24-oct-2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-18, information was received from a healthcare professional (hcp) via a manufacturer representative (rep), regarding a patient receiving an unknown drug via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that during a fusion, the patient's catheter had to be cut. The physician was able to use an 8598a to reconnect the catheter. The issue was resolved at the time of this report. The patient's status was alive - no injury.